Event description:
It was reported to boston scientific corporation, that a hydrothermablator (hta) procedure set was used during a therapeutic hydrothermal ablation procedure. Approximately 8.5 minutes into the procedure, the system displayed a "fluid loss" error message. The physician removed the excess saline, repositioned the tenaculum, and completed the procedure. However, the fluid loss resulted in a cervical burn. The burn was not treated and the case was considered "successful".

Manufacturer narrative:
The device has not been returned to the manufacturer; therefore, a failure analysis could not be completed. The lot number is not known; therefore, the device manufacture date and expiration date cannot be determined.